Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after a needleless caps and dressing change, blood started backing up in the line and the alaris tubing ballooned in the dual 5fr powerpicc solo and the fluid back also started "puffing out" as if air was filling the back. It's stated the dressing and needleless connectors were removed and the tubing cannot aspirate blood, observing that it became highly resistant to flushing. The response from bd clinical specialist who received the complaint states, "recommended they do a chest film to check line position to rule out tip displacement/malposition. Also recommended they check the blood gases to rule out arterial placement. A bulge in the pumping segment of the alaris administration set can be caused by IV pushes that cause excessive pressures and balloon the silicone tubing. Clamp off the tubing above the push site, below the pump, to prevent excessive pressure from reaching the pumping chamber. Recommended she change the tubing. Called nurse back and she reports they did change the alaris pump tubing and they are aware that the tubing must be clamped above the injection site to prevent back pressure. She will call me back and let me know what the finding are. They will do a chest film and pull and replace the PICC."